Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(6). Batch: 20677332 and 20677332.

Event description:
It was reported that the patient, who is enrolled in the vercise dbs registry clinical trial, suffered a severe humeral fracture. The patient was admitted on the same day and underwent surgery of the right humerus and was discharged ten days later. The patient and the event are considered to be recovered and resolved. The event was reported as having a possible relationship to the stimulation but not related to the procedure or the device. Additional information was received that patient presented to the emergency department after falling on the right arm. An x-ray revealed a multi-fragmentary proximal humeral fracture on the right. The patients arm was initially immobilized in a shoulder orthosis and measures were taken to reduce swelling. A plate osteosynthesis of the right humerus was performed.

Manufacturer narrative:
Date of birth: (B)(6); the exact date is unknown. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: unknown, serial: unknown, batch: unknown. Product family: dbs-linear leads, upn: (B)(4), model: unknown, serial: unknown, batch: unknown.

Event description:
It was reported that the patient, who is enrolled in the (B)(6) clinical trial, suffered a severe humeral fracture. The patient was admitted on the same day and underwent surgery of the right humerus and was discharged ten days later. The patient and the event are considered to be recovered and resolved. The event was reported as having a possible relationship to the stimulation but not related to the procedure or the device.

Event description:
It was reported that the patient, who is enrolled in the vercise dbs registry clinical trial, suffered a severe humeral fracture. The patient was admitted on the same day and underwent surgery of the right humerus and was discharged ten days later. The patient and the event are considered to be recovered and resolved. The event was reported as having a possible relationship to the stimulation but not related to the procedure or the device. Additional information was received that patient presented to the emergency department after falling on the right arm. An x-ray revealed a multi-fragmentary proximal humeral fracture on the right. The patients arm was initially immobilized in a shoulder orthosis and measures were taken to reduce swelling. A plate osteosynthesis of the right humerus was performed.